Event description:
Vendor is altering the labeling of their blood bank software. The vendor is requiring the end user to recertify the system for a fee, claiming that the end user is not FDA compliant. End user is live on a 510k cleared version.